Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer's blood glucose (bg) was 568 mg/dl. High bg was addressed with a correction injection. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.